Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Analysis was unable to verify operating currents and test for battery out limit alarms due to blank display. The insulin pump had cracked battery tube threads, reservoir tube lip, reservoir tube, scratched lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 190 mg/dl at the time of incident. The customer stated that the display came back on then they received a battery out limit alarm. The customer stated that the insulin pump was alarming at the time of call. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer mentioned that they were having issues with battery life as well. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.